Manufacturer narrative:
(B) (4). Evaluation summary: the inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection, and accessory device support; and is typically not associated with a product quality deficiency. Since it was reported that direct stenting was performed, it should be noted that the promus instructions for use (IFU) states: pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. Additionally, since an attempt was made to cross through previously deployed stents that were implanted during a prior procedure, it should be noted that the promus IFU also cautions: although the safety and effectiveness of treating more than one vessel per coronary artery with promus stents has not been established, if this is performed, place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement risk incurred by traversing through deployed stent. Based on the information received with the complaint, the inability to cross appears to be related to the moderately calcified and moderately tortuous lesion, the lack of pre-dilatation, and attempt to cross through the previously deployed stents. Stent dislodgement can be influenced by many factors, including, but not limited to: improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation, and interaction with the lesion, accessory devices, and/or previously implanted stents. To help ensure that the reported stent dislodgement is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage, and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. The product was not returned and may have aided in the evaluation. However, there was no report of any damage to the sds or stent implant prior to use, suggesting that the stent dislodgement was a result of the procedure. If multiple attempts to cross the lesion were made, it is possible that interaction between the stent and the moderately calcified lesion and/or previous deployed stents affected the stent attachment. In this case, the moderately calcified and moderately tortuous lesion, lack of pre-dilatation, and attempt to cross through the previously deployed stents may have contributed to the reported stent dislodgement, which resulted in non-resorbable material unretrieved in the body. In this case, the reported difficulties appear to be related to the operational context of the product and not a product quality deficiency.

Event description:
Reporting status: serious injury - medical intervention/permanent damage. Reporting rationale: stent dislodgement requiring medical intervention. Device issue: stent dislodgement. It was reported that the lesion was not predilated. While trying to place the promus stent in the posterior descending artery (pda), difficulty was experienced while crossing previously placed stents which were implanted during a prior procedure. When the promus was pulled back out, the stent embolized in the proximal right coronary artery (rca). A series of non-abbott balloon catheters were used to deploy the stent in the non target lesion. No additional event or patient information is available.